Event description:
Caller reported that a data error alert 4 occurred after the pump was shipped. Blood glucose levels remained within the range of 54-500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support informed the caller that some history logs may have been erased, but therapy remained unaffected. The customer agreed to continue using the pump for insulin therapy.